Manufacturer narrative:
The device was returned to allergan and the device weighed 273.92 grams. Visual analysis noted deformation, yellow particles and crease fold of the device shell. Under microscopic was performed and no additional information was observed. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.